Event description:
It was initially reported to bsc/target that the physician had difficulties maintaining the sentry balloon catheter inflated. The condition of the patient was not affected by this event. Upon evaluation of the sentry balloon catheter in december 2001. It was found that the balloon leaked through the delamination at its proximal end and had also a pinhole.